Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer reported that the insulin pump did not deliver insulin. The customer reported that the insulin pump was suspended. The customer stated that the blood glucose was due to exercising. The customer treated with a bolus. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.